Manufacturer narrative:
During inspection and testing, service found the scope had a broken bending section skeleton that punctured the bending section cover and exposed the skeleton. This was due to excessive force. The report from the customer of a bent tip was also confirmed. In addition, service found the scope leaked due to the puncture of the bending section cover, forceps and the cleaning brush got caught when being inserted due to deformation of the channel, and angulation was insufficient. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the tip of the scope was bent. The subject device was sent to an olympus service center for evaluation. During inspection and testing, metal was protruding from the bending section cover. This report is being submitted for the malfunction found during evaluation (metal protruding from scope). There was no harm or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Event description:
It was further reported by the customer that procedure was completed with the same reported device. The reported event did not delay the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the additional information provided by the initial reporter. This supplemental report also details the legal manufacturer's final investigation. The investigation confirmed the customer reported allegation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause for the reported issue was not established. However, it is likely that the reported problem occurred because excessive force was applied to the bending section, causing it to break. The reported event can be detected/prevented by following the instructions for use (IFU) which state the following: ¿precautions: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. Do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged.¿ olympus will continue to monitor field performance for this device.